Event description:
It was reported that the patient's right ventricular (rv) lead was undersensing after burst during charging. It was noted that the undersensed event may have fallen into post pace blanking. Thus, the lead was reprogrammed to have ventricular sensing turned off. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.